Manufacturer narrative:
The radiometer investigation has examined the qc log and the values look fine. Optically the oximetry module performs ok. No thb calibration is recorded in the period of the data logs and it is not clear when the last thb calibration was done. This can impact the performance of the oximetry module and it is therefor recommended to do regular thb calibration.

Manufacturer narrative:
A2, age: estimated. B3, date of event estimated from date of awareness.

Event description:
According to the complaint, a blood sample was measured on the abl90 flex plus (sn (B)(6)) and there was a discrepancy for bilirubin compared to the result from the lab. Abl90 flex plus reported 70 micromol/l and the lab 150 micromol/l. The result from the abl90 flex plus is considered false low.